Event description:
A doctor alleged that the maxcem elite clear product had set up too quickly while seating a crown on a patient's tooth #20, leaving an open margin.

Manufacturer narrative:
The doctor immediately noticed that the crown had not seated properly; however, he reduced the occlusion on the crown and informed the patient that it would be replaced at a later date. The patient returned to the office on (B)(6) 2013 and the doctor removed the crown. The patient returned for a final visit on (B)(6) 2013 where a new crown was cemented using a different product, without further incident. To date, the patient is doing fine. Lot # 4702597 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no evaluation further evaluation is necessary.